Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, noise resulting in oversensing was noted on the right atrial lead. Noise was reproduced with isometric testing. No intervention was performed. Lead revision was discussed. The patient was in stable condition.

Manufacturer narrative:
Additional information - the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received states that the right atrial lead was explanted and replaced. No adverse events were reported and the patient was stable post procedure.

Manufacturer narrative:
Additional information: the reported event of noise resulting in over-sensing, was confirmed. Final analysis found that as received, a complete lead was returned in three pieces measuring 7.1 cm, 1.5 cm, and 37.5 cm respectively. External insulation abrasion was noted breaching the outer insulation and exposing the outer coil was found at 32.4 ¿ 32.8 cm from the distal tip consistent with friction to the device can.